Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested for return of the stapler reload for failure analysis. However, as of the date of this report, isi has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the stapler logs for the sureform 45 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). The following additional information was provided: the logs show a sureform 45 stapler instrument was the first stapler used and was installed 4 times and fired 4 reloads (all blue). There were no incomplete clamps, incomplete unclamps, or firing failures by this instrument. All firing was completed with no pauses for compression. The logs show the second sureform 45 stapler instrument was installed on the system 9 times and fired 9 reloads (3 blue, 1 white, 1 blue, 4 white, in that order). Excluding 1 aborted clamp, there were no incomplete clamp attempts, incomplete unclamps, or firing failures by this instrument. All firing was completed with no pauses for compression. On install 9 (white reload), the user aborted the first clamp attempt at around 61% completion. Following this, there were two completed clamps and the reload was fired with no pauses. There were no stapler related errors in the logs for this procedure. This complaint is being reported due to the following conclusion: during the da vinci-assist surgical procedure, a blue sureform 45 reload broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the blue sureform 45 reload associated with the staple line leak, requiring medical intervention.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, staples did not form correctly on tissue when a blue sureform 45 stapler reload was fired with a sureform 45 stapler instrument. As a result, the tissue was pushed out and torn, and additional unplanned stapling was required. The surgeon was able to retrieve the unformed staples. Intuitive surgical, inc. (Isi) obtained the following additional information from the surgeon regarding the reported event: per the surgeon, the staple was inspected prior to the procedure, and no issues were found. It was stated that the 1st fire was normal. During the 2nd fire, "a very small piece of the reload (blue) broke off and fell into the patient," but the fragment was retrieved during the procedure. It was confirmed that the staple line was completed. The surgeon confirmed that the event when the tissue was pushed out and torn occurred during the 3rd fire while using a blue sureform 45 reload, which is his standard choice for that step of the procedure. At the time of the event, the surgeon was creating the gastric pouch and stapling gastric tissue. The tissue was not calcified or exposed to radiation or chemotherapy, and there was no tissue tension. There was also no tissue bunching "until the blade pushed the tissue forward during firing and at that time, the tissue became bunched." Per the surgeon, this issue resulted in holes in the staple line and a leak from the gastric remnant, which was addressed via additional resection of gastric tissue and re-stapling the affected area utilizing a new stapler. The event did not involve a failure to fire nor a partial fire, as the stapler "tried to fire all the way." The stapler jaws did not open/release during the firing sequence, and no staples were deployed from the reload unexpectedly. There were no errors or messages generated when the issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws, nor did he fire over an existing staple line. No buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload.